Manufacturer narrative:
A ge service rep performed an on site investigation. It was discovered that the case was performed with the collimator shutters closed all the way. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a white bar in the center of the monitor screen during a case. The procedure was completed without incident. No pt injury was reported.